Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 17 of 17 devices were returned for evaluation. Evaluation of 15 devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of 2 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. This report summarizes 17 malfunction events where midwest tradition pro handpieces would not hold dental burs. There were no injuries in any of the events.